Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cause for the failure was isolated to an open connection between p704 and j704, the ECG c & d cable connector, on the distribution node (dn) pca. The connector was unplugged. The root cause of the unplugged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt messages.